Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one hour post-cryo ablation procedure, chest pain and st elevation were observed. Medication was administered with resolve. The patient fully recovered and was discharged with no extended hospitalization. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that one hour post procedure, slow spasm was noted.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files did not show any system notices or issues for the date of event with the catheter. The catheter was used for eight injections. This event was related to clinical issues during the procedure: chest pain, st elevation and slow spasm were observed. The physical device was not returned for investigation. If information is provided in the future, a supplemental report will be issued.